Event description:
Reporter alleged obtaining a result of 286 mg/dl on advantage system 1 compared back to back with a result of 93 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that: "dr. (B)(6) put the size 4 captured block on femur and began making anterior cut when the anterior capture became loose and fell off. He removed block and replaced with another #4 block that hospital had consigned."

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B) (4) for the suspect device used in system 2.